Event description:
The account alleges that the foot left caster stem socket has a broken weld.

Manufacturer narrative:
The account had the caster base welded, which resolved the issue. The stretcher operates normally.